Event description:
It was reported that the ipg migrated and was causing discomfort to the patient. The patient underwent a revision wherein the pocket was adjusted and ipg remains implanted. The patient was doing well postoperatively.